Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient's first device they had ¿was damaged, or whatever". The patient reports instead of putting new batteries in it, the hcp just replaced it after 4 years. The device had been damaged early on, they knew it wasn't working very well to start with. The patient said it started at the beginning, as it took 2 weeks after implant to get it to the right setting. The device worked perfectly for 8 weeks and then she had really bad fall from something else that was completely unrelated, and it never worked very well after the fall. The patient also reported they had a colonoscopy, that they react really horribly to that stuff you take. The patient stated they took the absolute minimum and it still overwhelmed her, and she fell on the toilet seat 8 weeks after they had device to the perfect setting. No further complications were reported or are anticipated.